Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.1 cm in diameter fusiform abdominal aortic aneurysm. The proximal aortic neck was 20-19 mm in diameter and 56 mm in length. The right iliac artery was tortuous. It was reported after the (B)(4) contralateral limb was deployed; the physician felt resistance during the removal of the delivery system. The physician had to pull and push the delivery system several times to remove it, which resulted in the contralateral limb moving 2-3 cm proximally. The physician implanted an (B)(4) to treat the migration, but the stent graft was deployed inaccurately and the internal iliac artery was occluded by the stent graft. The physician modeled the stent grafts with a (B)(4) balloon within the (B)(4) and was able to move the stent graft to the intended location and the internal iliac artery was no longer occluded. The physician stated that there may have been an issue with the angle of the angiogram which resulted in the unintentionally placement of the stent graft. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (removal difficulty, inaccurate delivery). Patient's condition affected effectiveness of device (anatomy related; tortuous vessels). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; tortuous vessels).